Event description:
Revision of knee component due to tibial subsidence. This event occurred outside of the united states, in (B)(6), adn was discovered through post market surveillance activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification info was not provided, precluding a review of the device history record.